Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had poor communication with and without the antenna. The stated they felt like the therapy was not working the day prior because they had to go to the bathroom the night prior. The patient had been recently implanted, it was reviewed that swelling and/or bandages may affect communication and the patient should attempt to communicate once those have been removed. The issue was unresolved at the time of the report. The patient was going to try to communicate again the following day. It was reported that the patient experienced a return of symptoms on (B)(6) 2018. No further complications were reported or anticipated.